Manufacturer narrative:
Examination was not possible as no product was returned. A search of the warsaw and international complaint database did not find any add'l reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because of distal tibial pain. The tray and stem were easily removed.